Event description:
It was reported that the patient with a non-(B)(6) device was unable to inflate it. A surgical procedure was performed to remove the device. No additional information was provided. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).